Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports that the prosthetic screw fractured within the area closest to the tip of the implant (drive feature). The head of the implant is also fractured. The doctor notes in the per that the patient will need to return in the future to have another implant placed. The affected dental position is unknown.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) xifnt411, (osseotite tapered certain implant 4 x 11.5mm), and one (1) unknown biomet screw for evaluation. Visual evaluation was performed, there was bone debris on external threads. Damage to the implant was identified. The implants collar was fractured. A fractured fragment was identified inside implant. This complaint refers to the unknown biomet screw. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was material selection of the product is not adequate to withstand occlusal forces therefore, based on the available information, a device malfunction did occur. The screw fragment was stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.